Manufacturer narrative:
Additional information: outcomes attributed to adverse event, concomitant medical products and device evaluated by MFR.

Event description:
A user facility nurse reported that a blood leak alarm occurred immediately when patient's blood contacted the dialyzer during the patient¿s hemodialysis treatment. The nurse stated that the dialyzer appeared to be defective on the inside of the filter. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was disconnected from the machine. The nurse reported that the patient had an infiltration at the access, and they were advised to put ice on the access point. Upon follow up, the nurse stated that the leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were used for treatment; however, bloodline information was unknown. The blood leak was noted as being an internal blood leak. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The patient was restarted on a same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. Blood was noted throughout the dialyzer. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected as a steady flow of bubbles from the cavity ID end potting cut surface at approximately 10°, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon removal of the fiber bundle, a potted fiber fragment was identified at approximately 10° with the dialysate ports situated at 0° on the cavity ID. The potted fiber fragment measured approximately 2.02mm in length. An opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not reveal any other damage or irregularities. A lot history review was performed and there was one other reported complaint against the lot addressing foreign matter on the outside of the case (sample returned, unconfirmed). This is unrelated to the current event. A lot history and production record review were performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a blood leak alarm occurred immediately when patient's blood contacted the dialyzer during the patient¿s hemodialysis treatment. The nurse stated that the dialyzer appeared to be defective on the inside of the filter. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was disconnected from the machine. The nurse reported that the patient had an infiltration at the access, and they were advised to put ice on the access point. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information was requested, however, to date not provided.